Event description:
The pt has had an asr revision. Specific details regarding the report are unk.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4) reason for original complaint: asr revision, asr hip resurfacing system. Update - added hip side and amended revision date. Taken from claimsuite dated 12th may 2014 right.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update- reason(s) for revision: unknown.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 18763 reason for original complaint ¿ asr revision asr hip resurfacing system update - added hip side and amended revision date. Taken from claimsuite dated (B)(6) 2014 right update- reason(s) for revision: unknown. Taken from claimsuite dated 18 sep 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.